Event description:
A contract certified o.r. Tech was assisting the surgeon. The grasping forcep handle was propped over the tech's upper left arm, in the antecubital area. As the physician used the bovie, the tech felt an electrical shock and burn. The patient was grounded. The bovie machine was checked and found to be in working order. To date, we have found only a small break in the insulated covering on the handle of the forcepdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, other, other, other. Results of evaluation: insulation degradation/deterioration. Conclusion: none or unknown, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other, other. The device was not destroyed/disposed of.